Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft are identified. The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the evaluation of the returned sample, the reported impossibility to deploy the stent graft was confirmed. The stent graft was found partially deployed and the outer sheath of the delivery system was found elongated and fractured, which indicated that increased friction was encountered during deployment attempt leading to increased release force. No indication could be found for a manufacturing related issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.', and 'use an introducer sheath for the implant procedure.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a during a stent graft placement of the subclavian artery through the left brachial artery, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with a bare metal stent. There was no reported patient injury.